Event description:
Event description this implantable cardioverter defibrillator (ICD) was explanted because of normal battery depletion. This incident was created because cpi testing revealed premature battery depletion.